Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke. No additional information was available.

Event description:
Product complication: none, time of complication: additional post-procedure visit in 2005. Symptoms: decrease of vision. It was reported that the patient experienced 3 holler horst plaques; 1 to the right eye and 2 to the left eye. The right eye vision is progressively getting worse, right lower hemisphere blind. The event was reported during an additional post-procedure visit in 2005. The condition is continuing with no stop date being reported. The condition is not pre-existing and unknown if product related. No action/treatment was administered. The event resulted in persistent or significant disability and the patient's outcome is worsened condition. No additional information was available.